Event description:
Customer reported an issue with her transmitter. Customer stated that she has been experiencing lost sensor alarms. Customer's current blood glucose reading is 104 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.